Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2005, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient needed a new battery and would be implanted on (B)(6) 2015. The device was not working and the patient was miserable. The device stopped working about 1 month ago and the patient was on a liquid diet and everything was going right through them. The patient had bloating, cramping, and diarrhea. The low battery was expected because it was at 4 years. The patient was eating food they should not have and their health care provider (hcp) turned the stimulation up too high. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient felt their implantable neurostimulator (ins) was no longer working to control their symptoms. The problem began about a week ago and the patient went to the emergency room (ER) 2 days ago to have the issues addressed. The patient was going to be admitted to the hospital and they had not seen their managing health care provider (hcp). A manufacturer representative was needed to interrogate the device. It was further reported that it was probably end of life of the gastric neurostimulator. The patient had not been to their managing hcp¿s office recently. It was unknown how the patient was doing now.